Event description:
The report from clinical study (B)(4) pms enterprise for patient with ID #(B)(6) indicated that the index procedure was coil embolization assisted with an enterprise vrd (enc452212/01424292), an orbit coil (637mf0306/15180414), and other non-codman coils of the (ba) basilar artery-tip, and nine months after the index procedure, recanalization of the treated aneurysm was revealed. Action taken was additional coil embolisation. After the procedure, the angiographic appearances were satisfactory and there was no issues noted, including 98% occlusion of the aneurysm. The event outcome as of a month it was indicated as resolved without sequelae. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated.

Manufacturer narrative:
Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2010 ~ ongoing, clopidogrel sulfate 75mg/day: (B)(6) 2010 ~ ongoing, and heparin 5,000u was administered intra-procedurally. Prior to implanting the vrd, shuttle sheath/cook inc, prowler select plus (mc) microcatheter (606-s255x/15199263), chikai guidewire (asahi intecc) were utilized. Other devices utilized during the procedure were, excelsior 1018 (stryker), chikai (asahi intecc), xpedion (covidien (B)(4)), hyperform (covidien (B)(4)), v-track (terumo), orbit coil (637mf0306/15180414), ed (kaneka). No further information is available and procedural images are not available. The product will not be returned for analysis, and additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report from clinical study (B)(4) for patient with ID#103-23 indicated that the index procedure was coil embolization assisted with an enterprise vrd ((B)(4)), orbit coil ((B)(4)), and other non-codman coils of the (ba) basilar artery-tip, and nine months after the index procedure, recanalization of the treated aneurysm was revealed. Action taken was additional coil embolization. After the procedure, the angiographic appearances were satisfactory and there were no issues noted including 98% occlusion of the aneurysm. The event outcome as of a month it was indicated as resolved without sequelae. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The patient had history of pituitary tumor surgery as well as coil embolization for ba-tip after hemorrhagic stroke. However, there was no information available regarding the previous coil embolization for ba-tip. The ruptured saccular aneurysm neck was 5.5 mm, and the neck to sac ratio was 5.5 mm: 8.7 mm. The parent vessel size diameter proximal was 2.7 mm and distally was 2.5 mm. The mrs before the procedure on (B)(6) 2010 was 2, on (B)(6) 2011 was 2, on (B)(6) 2011 was 2. The act was 103 seconds pre anticoagulation and 262 seconds post anticoagulation. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 98% after the procedure. At the time of the 1-year follow-up (on (B)(6) 2011), the aneurysm neck was 5.5 mm, and the neck to sac ratio was 5.5 mm: 8.7 mm. The parent vessel size diameter proximal was 2.7 mm and distally was 2.5 mm. The mrs was 2. The occlusion rate of aneurysm was 70%. Antiplatelet therapy included aspirin 100mg/day: (B)(6) 2010 - ongoing, clopidogrel sulfate 75 mg/day: (B)(6) 2010 - ongoing, and heparin 5,000u was administered intra-procedurally. Prior to implanting the vrd, shuttle sheath/cook inc, prowler select plus (mc) microcatheter ((B)(4)), chikai guidewire (asahi intecc) were utilized. Other devices utilized during the procedure were, excelsior 1018 (stryker), chikai (asahi intecc), xpedion (covidien (B)(4)), hyperform (covidien (B)(4)), v-track (terumo), orbit coil ((B)(4)), (B)(4). No further information is available and procedural images are not available. The product remains implanted and is not available for analysis, and a review of the manufacturing documentation associated with this lot (15180414) presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15180414 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Aneurysm recanalization after coil embolization is a known event and has been estimated to occur in anywhere from 5% to 38% of coiled aneurysms. Factors which may have a correlation with recanalization post coil embolization include larger aneurysm size, neck size, packing density, and inflow angle. Based on the available information, aneurysm location and characteristics/size are possible contributing factors. With review of the available information there is no indication of any manufacturing issues related to the event. Therefore, no corrective actions will be taken at this time.